Manufacturer narrative:
The field service engineer replaced the diluent and adjusted the sipper tubing. O-rings were verified to be in place. Sample comparison studies were performed between the complained analyzer and a second analyzer; these were acceptable. Compensated values on the calibration were higher than expected. Quality controls were acceptable on the day of the event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat values were believed to be correct. The first sample, from a patient born in (B)(6), initially resulted with an na value of 146 mmol/l, which repeated as 140 mmol/l. The second sample, from a (B)(6) year old female patient born in (B)(6), initially resulted with an na value of 150 mmol/l, which repeated as 144 mmol/l. The na electrode lot number and expiration date were requested, but not provided.